Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to have a delayed keypad response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the failing processor printed circuit board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a delayed keypad response. No additional information is available.